Event description:
It was reported that following a pump replacement on 2007-(B)(6) the patient presented to the clinic on 2007-(B)(6) with redness at the pump site and ¿very irritated weeping¿. The patient denied fever, chills, withdrawal, neck pain or headache. The patient was started on oral zyvox. The wound was prepared and the healthcare provider (hcp) attempted to aspirate 3 times with no fluid aspirated. The wound surface was cleaned and the patient was sent for a culture. Also, ¿cbc and diff. Drawn, wound dressed¿. The patient was told to go to the emergency room (ER) if worsens and to be seen 2007-(B)(6) for follow-up. The patient was seen again on 2007-(B)(6) at which time the patient appeared to have an extensive reaction at the pump site. The culture taken on 2013-(B)(6) showed (B)(6). The patient appeared significantly improved although the patient had erythema and heat. The patient also had blisters that healed. It was noted that the patient still had a reaction. The physician assessment was a presumptive local infection at the surgical site with a layer of differentiated appearing area of allergic type reaction. The patient was to continue the zyvox, recheck in 1 week and a nasal culture for (B)(6). The patient was again seen on 2007-(B)(6) at which time the pump site showed significant improvement. The patient had finished the course of zyvox and denied any fever or chills. The patient¿s pain score was 4/10 and noted as mild. It was noted that the pump site had been red with no drainage and was warm to the touch. The patient¿s skin had a rash which resolved. The patient was to continue zyvox for an additional 10 days. The device system delivered clonidine.

Manufacturer narrative:
Product ID 8703w, lot# l68589, implanted: 1999-(B)(6), product type catheter. (B)(4).